Event description:
I had sparc procedure for stress urinary incontinence in (B)(6) 2002. In (B)(6) 2004 was diagnosed with "exposed vaginal foreign body - mesh." Had 2 procedures in office to remove mesh and then 2 outpatient surgeries to remove mesh (on (B)(6) 2004 and (B)(6) 2005).